Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-rays and photograph confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitles, ¿acute liner disassociation of a pinnacle acetabular component¿ by j. W. Mesko, md published in the journal of arthroplasty (2009) vol. 24 no. 5, pp. 815-817 was reviewed for MDR reportability. The article covers the case study of a (B)(6)-year-old, (B)(6)-pound male who experienced disassociation that required revision of a 54 mm pinnacle sector 2 acetabular cup and 32mm marathon polyethylene liner implanted into the right hip 23 months after primary tha. The patient reported hearing an audible clunk followed by a grinding noise after standing from a squatting position. Functional testing did not reveal any walking, strength, flexion, or extension impairment. No additional patient harms were reported. Intraoperative exploration revealed the polyethylene line had spun out with 3 of the 6 peripheral locking tabs sheared off leaving the posterior and superior aspect of the shell exposed to the metal head. The two acetabular cup screws were well seated and the acetabular rim locking mechanism was uncompromised. The #7 summit femoral stem and the acetabular cup were left in place. The polyethylene liner was replaced with a 36mm metal liner and mated with a 36mm +1.5 cocr femoral head to accommodate the new liner. There was no reported problem with the original 32mm +1.5 cocr femoral head. At 9 months follow-up, the patient reported no complications. The marathon neutral 32mm x 54mm polyethylene liner part # 1219-32-054. Adverse event(s) related to liner: implant disassociation. Shearing of the peripheral locking tabs. Audible noise. Surgical revision. Adverse event(s) related to the cup: implant disassociation. Audible noise. Intraoperative finding(s): shearing of peripheral locking tabs. Patient(s) reported harm(s) prior to procedure: audible noise.